Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 23.6cm was returned for analysis. Internal insulation abrasion under the svc shock coil was noted at 19.0-20.1cm from the distal tip. Internal insulation abrasion was noted at 6.5-7.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead exhibited noise, and increase capture thresholds. The lead was explanted and replaced. Externalized conductors were observed by the physician during the procedure.